Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16666818/16666818.

Event description:
It was reported that the patients device was non-functional. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.